Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2009, pt's wife reported insulin had spilled inside of the infusion device about 10 days ago on (B)(6) 2009. She stated she turned the infusion device upside down, but no insulin poured out. Wife reported she dried out the inside of the insulin cartridge compartment with a tissue and continued with changing the cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.